Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I ended up in constnt pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract pain ("occasional urinary pain"), was found to have uterine leiomyoma ("I had fibroids") and underwent endometrial ablation ("first procedure was an ablation"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, uterine leiomyoma, urinary tract pain and endometrial ablation outcome was unknown. The reporter considered endometrial ablation, pelvic pain, urinary tract pain and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hysterectomy, urinary pain, pelvic pain, fibroids, ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc (product technical complaint). Event medical device removal was deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am happy with the decision for the hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation ("first procedure was an ablation"), was found to have uterine leiomyoma ("I had fibroids") and experienced pelvic pain ("I ended up in constnt pain") and urinary tract pain ("occasional urinary pain"). Essure was removed. At the time of the report, the medical device removal, uterine leiomyoma, pelvic pain, urinary tract pain and endometrial ablation outcome was unknown. The reporter considered endometrial ablation, medical device removal, pelvic pain, urinary tract pain and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hysterectomy, urinary pain, pelvic pain, fibroids, ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.